Event description:
While performing maintenance repair activities on the bcs xp instrument an operator was scratched on the finger. The operator was wearing gloves. No immediate medical treatment beyond first aid was needed. However, the operator was administered prophylactic antiviral treatment. There is no report of further adverse outcome to the operator as a result of the finger scratch or treatment.

Manufacturer narrative:
The cause of the injury is operator inattention during a maintenance repair activity. No treatment other than antiviral administration was noted. The instrument is performing within specifications. No further evaluation of the device is required.